Event description:
It was reported a possible problem with the stimulator. Compatibility guidelines were requested for the application card to programmer and lead to extension. Caller reports healthcare provider will be replacing a malfunction stimulator device. Reports he will be sending the device back. It was noted that the healthcare provider will be gear towards using interstim ii device for interstim therapy. Caller do not have patient information nor device information. Reports patient has stimulator implanted and representative was reporting a malfunction of the device, he was wanting to know what to order for implant. Reports patient unsure of lead, unknown what extension was currently being used. Reports the replacement was scheduled for wednesday. Reports the replacement was scheduled on the book, but did not know what it was entail until he called physician, unknown how long the malfunction event. Reports he was notified today. Additional information received reports prior to procedure the doctor had x-rays taken and impedances were checked and everything looked fine. The representative saw x-ray and was able to see lead connections in the case and everything seemed good. The patient kept complaining the neurostimulator kept stating ¿stimulation was going up and down all the time, even if it was off¿. The doctor described as if there was an impedance check occurring all the time. Patient also stated the security devices such as (B)(4) stores would ¿zap¿ her. The doctor decided to remove the device and replace with two interstim ii ipg systems. It was noted that the healthcare provider was well aware that this was an off label use and was comfortable with delivering it this way. She tired unilateral stimulation for this patient before and it did not work as well as she wanting.

Manufacturer narrative:
Analysis of stimulator (B)(4) revealed functionally test was okay and insignificant anomalies. (B)(4)

Manufacturer narrative:
Product ID 3889-28, lot# v952322; product type lead product ID 3889-28, lot# v830059; product type lead product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708220, serial# (B)(4); product type extension. (B)(4).